Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
First level investigation unit representative reports lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. Device was returned and replacement was sent.